Event description:
It was reported the patient had fallen on the ins site. Normal stimulation was felt after the fall. The patient was able to charge normally two days later, (the ins had been fully charged one day prior). The following day, the patient underwent an injection procedure on his leg under a scan. Stimulation was lost at that time following the scan communication with the device was not possible. The ins was unresponsive to telemetry attempts by the physician programmer, the patient programmer, and the recharger. The patient was to be seen in the clinic early the next week. Additional information has been requested but was not available on the date of this report.